Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported right side textured to smooth exchange. Healthcare professional reported right side rupture and lymph node confirmed through MRI. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and swollen lymph nodes glands are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and ¿axillary lymph node measuring 1.2x0.8cm".

Event description:
.Healthcare professional reported right side textured to smooth exchange. Healthcare professional reported right side rupture and lymph node confirmed through MRI. The device has been explanted and replaced.

Event description:
.Healthcare professional reported right side textured to smooth exchange. Healthcare professional reported right side rupture and lymph node confirmed through MRI. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.